Manufacturer narrative:
UDI number:  (B)(4). Per the instructions for use (IFU), valve malposition and central regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening central regurgitation cannot be determined, however, may be due to patient factors not provided. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years and 7 months post tavr with a 23mm sapien 3 valve in the aortic position, the patient developed severe central regurgitation.  The patient has been ruled out for endocarditis.  A valve in valve (viv) procedure with a second 23mm sapien3 valve is planned.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.